Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized on (B)(6) 2019 and were released on (B)(6) 2019. The customer's blood glucose value was little over 400 mg/dl at the time of incident and current blood glucose was 182 mg/dl. Customer reported that they were treated in emergency room. Customer reported they experienced chest pain and stated that he didn't knew initially how to use a quickset infusion set that's why his blood glucose went up. The devices will not be returned for analysis.